Manufacturer narrative:
Results: the separator broke approximately 39.3 cm from the proximal end of the wire. The separator is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint stated that the physician was very hard on the 3max separator and it broke. It appears that, during forceful manipulation of the device in the patient, the transition zone from the proximal to distal sections of the separator exited the rhv causing the device to bend and eventually kink inside the rhv. Continued use of the damaged separator then lead to the break. If force is applied that exceeds the tensile strength specification of the material, this type of damage is likely to occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was being treated for occlusion in acute stroke. Physician commented it was a very tough stroke intervention and that he was very hard on the penumbra 3max separator. Eventually, the separator finally gave in and broke during use inside the catheter. Both ends were retrieved without any incident with the patient. The procedure was completed at this point.